Event description:
The complaint file was reviewed and determined to be a duplicate of (B)(4) (MFR report 1221934-2018-54811). New information about this event will captured under that file.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: the complaint file was reviewed and determined to be a duplicate of(B)(4) (MFR report 1221934-2018-54811). New information about this event will captured under that file. Associated medwatch report number: 1221934-2018-54811.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's vapr 3 footswitch was not being pressed, but the wand was turning on. The case was completed with another like-device with no patient harm or delays. The device is not being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.